Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not booting up. A review of the system logfile confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the emergency stop button on the wall was accidentally pressed by the customer, which caused the system to lose power and engage the ups power. To resolve the issue, the customer reset the wall e-stop button and wall breaker. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The emergency stop button was pressed accidentally by the customer which caused the reported issue. There was no system malfunction after resetting the emergency stop button. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.